Manufacturer narrative:
Qc information is not available. On (B)(4) 2010, a bci field service engineer (fse) found slight scoring of ratio pump piston. Fse replaced ratio pump piston and rebuilt with new seals. Fse replaced the electrolyte injection cup (eic) valves which were cracked and verified unit performance. On (B)(4) 2010, fse replaced a torn eic quad ring, aligned the unit, and verified performance.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to intermittent erroneous low sodium (na) and chloride (cl) results generated by synchron lx I 725 clinical system. The erroneous results were not reported out of the laboratory. Per customer, some of the na results were <100 mmol/l and some of the cl results were <50 mmol/l. The samples were repeated and higher results were obtained. One example of na was provided by the customer. Patient treatment was not impacted by this event.